Manufacturer narrative:
C-1953 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. Corin was originally notified of this event regarding a uniglide femoral extractor on (B)(6) 2016. Additional information was received from the reporter on the 29 june 2016 which clarified which part of the instrument had broken. This resulted in a change to the reporting decision to report, from not report. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that this device was manufactured in 2005 and conformed to material and dimensional specification. Surgical instruments are subject to wear with normal usage and instruments which have experienced extensive use are susceptible to fracture. It has been concluded that the damage reported in this case is consistent with repeated intended use and thus corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A jaw broke on the uniglide femoral extractor. This occurred outside of surgery.